Manufacturer narrative:
Date of event is estimated. The unique device identifier (UDI #) is unknown.

Event description:
It was reported that the patient's ipg was inoperable due to user error. As a result, the physician explanted the patient's system.